Event description:
It was reported that the customer experienced a malfunction alarm on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump and successfully did so without recurrence of the malfunction code. The customer was also advised to contact support again if any issues reoccurred, and they acknowledged this guidance.